Event description:
A troponin ultra result of 2.811 ng/ml was obtained on a pt sample and repeated as 0.26 ng/ml. The customer uses cutoff of 0.78 ng/ml for mi. The pt result of 2.811 was reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.